Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor failed per specification. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 137 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Blood glucose was 157 mg/dl at the time of the call. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It was explained to customer the proper insertion techniques and site location. The sensor was returned for analysis.